Manufacturer narrative:
Event date: the exact date of the event is unknown.

Event description:
It was reported that the patient was experiencing inflation and mechanical issues with the inflatable penile prosthesis. The pump was not operating as expected. The physician attempted all trouble shooting according to manufacturer recommendations. No further intervention has taken place or scheduled to date. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient was experiencing inflation and mechanical issues with the inflatable penile prosthesis. The pump was not operating as expected. The physician attempted all trouble shooting according to manufacturer recommendations. The pump was replaced. No patient complications were reported.